Event description:
Reporter stated that patient's capillary blood glucose was measured, using the suspect device, with a result of 416 mg/dl. A venous sample, obtained from the same patient, reportedly measured 193 mg/dl in the facility's lab. Reporter noted that patient's therapy was not modified based on the value obtained on the suspect product. Quality control testing had reportedly been performed on the system with the results falling within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.